Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced a coronary artery spasm. During a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced a coronary artery spasm. The spasm occurred in the right coronary artery after ablation of the cavotricuspid isthmus (cti) was performed and was confirmed via coronary angiography (cag). Use of the catheter to perform a cti ablation constituted off-label use of the device, as it is indicated for pulmonary vein isolation (pvi) per the instructions for use (IFU). Nitroglycerin was administered to the patient and then cag was repeated, confirming the resolution of the spasm. The procedure was able to be completed successfully afterwards. The device is not expected to be returned for analysis due to disposal.